Event description:
It was reported that during an endoscopy procedure, the cre wire guided balloon could not be removed from the scope. The physician intended to dilate an esophageal stricture using the cre wire guided balloon. The balloon was inserted into the 2.8 endoscope and the physician inflated the balloon to 18mm. Following dilation, the nurse fully deflated the balloon, but the balloon could not be removed from the scope. The physician removed the scope and balloon together . The nurse removed the balloon from the scope by cutting the catheter and pulling it out. The procedure was completed with this device with no pt complications. The pt was reported to be stable.